Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: impact codes has been corrected. Block h6: imdrf device code a0406 is being used to capture the reportable event of the metal rod - metal catheter did not close with the plastic sleeve. Block h10 visual inspection of the returned device found the that the side car rx was pushed back. Dimensional inspection was performed and found that the exposed metal was out of specification. The reported complaint is confirmed, based on all available information, it is possible that the user manipulation and/or the technique applied during the procedure affected the side car rx push back. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket in an attempt to crush a stone. The trapezoid was inserted into the cbd and freely passed through it. However, the metal rod - metal catheter did not close with the plastic sleeve, as seen on the monitor. The trapezoid basket was removed from the duodenoscope. Several attempts were made to open and close it, but the distance between the metal catheter and the plastic sleeve remained. The procedure was completed with an extraction balloon. There was no patient complication as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid was inserted into the cbd and freely passed through it. However, the metal rod - metal catheter did not close with the plastic sleeve, as seen on the monitor. The trapezoid basket was removed from the duodenoscope. Several attempts were made to open and close it, but the distance between the metal catheter and the plastic sleeve remained. The procedure was completed with an extraction balloon. There was no patient complication as a result of this event.

Manufacturer narrative:
Initial reporter phone: +011(490)61812963950. Imdrf device code a0406 is being used to capture the reportable event of the metal rod - metal catheter did not close with the plastic sleeve.